Manufacturer narrative:
Failure analysis noted that the pump was received with currents in specifications. There was no blank display or shutting off noted. The pump was unable to prime during the during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). They were unable to perform the excessive no delivery alarm due to the prime anomaly. There was no compromised force sensor system alarm. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 390 mg/dl at the time of incident. The customer stated that he was changing the reservoir when the alarm occurred and the pump shut off. The customer declined to troubleshoot for the high blood glucose. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.